Event description:
Double hip replacements. Both hips were good after surgery, but left side, leg is now 13/16 of an inch longer, damage to spine, getting radioactive scan set up, as specialist saw something odd in my x-ray of left hip. Also got blood test for metal, but did not get results yet. On (B)(6) 2010, to approximately (B)(6) 2012, physical also (B)(6) 2010 to approximately "(B)(6) 2010" therapy.